Manufacturer narrative:
The customer was instructed to replace the probe and calibrate it. Probe replacement resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the probe was replaced by the customer. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a positive architect total b-hcg result of 26.75 miu/ml was generated for a patient sample that retested negative at <1.2 miu/ml. No adverse impact to patient management was reported.